Manufacturer narrative:
Section b5 was updated with the new information received. Internal complaint reference number: case- (B)(4).

Event description:
It was reported that, during set up for an internal fixation surgery, a 3mmx1000mm ball tp gde rd was bent as it was taken out of the box. No case involved; therefore, no patient was involved.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned 3mmx1000mm ball tp gde rd confirmed the device is bent in the middle. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include packaging damage in transit or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, during inspection, a 3mmx1000mm ball tp gde rd was bent as it was taken out of the box. It is unknown whether this was noticed during surgery; therefore, patient involvement has not been confirmed.